Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2022 with non-sustained right ventricular oversensing (nsrvo) alerts on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. The device was explanted and replaced on (B)(6) 2022. The patient was in stable condition.